Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation. Initially, it was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, the dilator would not advance through the hub of the sheath. The sheath was completely blocked. The sheath was exchanged and the issue was resolved. The procedure was continued without further incident. There was no patient consequence reported. The carto 3 system was working per specifications. It was reported that the sheath has been determined to be the root cause of the complaint. The issue reported was assessed as not MDR reportable for the sheath obstruction. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The biosense webster, inc. Product analysis lab received the device and observed on july 28, 2020 that the hemostatic valve was dislodged inside of hub. This returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this issue is july 28, 2020.

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. While prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the dilator would not advance through the hub of the sheath. The sheath was completely blocked. The sheath was exchanged and the issue was resolved. The procedure was continued without further incident. There was no patient consequence reported. During the visual inspection, the hemostatic valve was found dislodged and the dilator was not returned, the friction ring and brim cap remained intact and not separated from hub. However, the hemostatic valve was found dislodged. A manufacturing record evaluation (mre) was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. All units are inspected prior leaving the facility and the mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).